Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulties and high pacing thresholds. The lead was removed/replaced prior to pocket closure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found dried blood around the helix. Testing was completed to assess lead electrical performance. Measurements throughout the test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to placement difficulties and high pacing thresholds. The lead was removed/replaced prior to pocket closure. After further review of the record we determined the allegations were not related to device deficiencies. The abnormal electrical measurements were attributed to the patient condition/anatomy. As result, no report should have been submitted.